Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork for the pump. The pump logs were provided and showed the pump settings were last examined at (B)(4) 2017 (last change (B)(4) 2017) and the pump was in minimum rate mode. It was noted the minimum rate was changed to ¿5.5 mg/day¿ and 20 ml was added to the reservoir volume. The non-critical alarm interval was updated to 4:00 h:m. The logs confirmed multiple motor stalls and recoveries occurred between (B)(4)2017 and (B)(4) 2017. The logs showed: motor stall on (B)(4) 2017 at 08:13 and recovered on (B)(4) 2017 at 06:36, stall on (B)(4) 2017 at 12:30 and recovery on (B)(4) 2017 at 02:01, motor stall occurred on (B)(4) 2017 at 12:35 and recovered on (B)(4) 2017 at 09:52, another stall on (B)(4)2017 at 16:06 and recovery on (B)(4) 2017 at 12:15, and final stall on (B)(4)2017 at 12:41 and recovery on (B)(4) 2017 at 11:30. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-jul-14. It was reported that the pump was replaced on (B)(6)2017. The pump log report was printed and was to be sent back with the pump for analysis. The issue was considered resolved at the time of report and the patient's status was alive - no injury. It was unknown whether any environmental, external, or patient factors were thought to have led to the issue. At the time of replacement, the pump was reportedly infusing fentanyl (155mcg/ml at 210mcg/day), clonidine (300mcg/ml at 407mcg/day), and morphine (4.8mg/ml at 6.5mg/day).

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis also found that there was overinfusion with the device . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl 175mcg/ml for a total dose of 100mcg/day, clonidine 875mcg/ml for a total dose of 500mcg/day, and 14mg/ml for a total dose of 8mg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen at initial interrogation, and the patient did not recently have a magnetic resonance imaging (MRI). The healthcare professional (hcp) reported on (B)(6) 2017 the motor stall began and there has been "numerous stalls and recoveries" since then. It was noted that the patient recently had a computed tomography (CT) scan previous to when the stalls began which would not have caused the pump to stall. It was noted that all electromagnetic imaging (emi) was ruled out as the cause of the stalls. It was noted that the hcp requested the pump off code as they did not want to hear the audible pump alarms. The code was given to the hcp. No medical symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.